Event description:
It was reported that the device presented with an alert for eri, although battery voltage of 2.65 was observed on programmer. The device was explanted.

Event description:
Facility: (B) (6), (B) (6). Synopsis: the hospital reported a serious reportable event [sre] on 6/22/10 regarding a surgical burn from an instrument that occurred on (B) (6) 2010. A bovie tip cauterizer and senn retractors were used during the surgery. On completion of the breast biopsy, the surgeon noted the incision edges had a full thickness burn. The edges were excised 1-2 mm for wound closure and healing. During inspection of the senn retractors, a small crack was noted in the insulation coating. The cause of the burn was due to the bovie tip touching the metal exposed in the crack of the insulation of the senn retractor. Although central sterilization staff inspects surgical instruments, no documentation is logged regarding the inspections, and there are no policies and procedures for the inspection process. The senn retractor was coated with insulation per surgeon request at an outside agency and not mfg as such. The pt was informed of the incident/burn that occurred during surgery at the one week follow up visit. The surgeon said he preferred to tell the pt at that visit. The pt letter regarding the sre was mailed after one week. The incident occurred as reported. Deficiencies were cited.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Upon interrogation, no communication could be established with the device due to a depleted battery. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined.